Manufacturer narrative:
(B)(4). The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition that the device was missing pieces was confirmed. A visual and functional assessment was performed on the device which found that the device was missing the snap ring in the front and washer came out the front of the device. The assignable root cause was determined to be due to wear from normal use and servicing over time. If additional information should become available, a supplemental medwatch will be submitted accordingly."

Event description:
It was reported that during pre-surgery, it was observed that the attachment device was missing pieces. During in-house engineering evaluation, it was determined that the device was missing the snap ring in the front and the washer came out the front of the device this event did not occur during surgery. It was reported that there were no delays in a surgical procedure and a spare device was available for use. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.